Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. In addition, ig hoses crushed, angle play, bending section cover chip/crack, nozzle drainage failure, bending section cover adhesion cloudy, ig corrugated pipe, light guide lens adhesion cloudiness, light guide snake wrinkles, scraping forceps mouth, objective lens adhesion peeling, and connector contact corrosion were observed. Lastly, scratches were found on multiple device components. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that a 20cm cut from the tip of the evis lucera gastrointestinal videoscope was observed. During a standard service inspection of the customer returned device, foreign matter was noted. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material clogging the air/water nozzle could not be identified, however, it is likely that the foreign material which adhered inside the air/water nozzle was insufficiently removed due to reprocessing not being performed in accordance with IFU. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information received. The customer confirmed they cleaned, disinfected, and sterilized the product before sending it to olympus. The customer did not know when the foreign material adhered to the endoscope or what the foreign material is. There was a delay in the start of precleaning. There were no abnormalities in the accessories used for reprocessing. The customer flushed the air/water nozzle with water and air. The endoscope was immersed in the detergent solution. The air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. The air/water nozzle was flushed with the detergent solution. The event can be prevented by following the instructions for use which state: "[reprocessing manual]. ¦ 3.1 required reprocessing equipment. ·inspection of equipment. All equipment mentioned below is consumable. Should any irregularity be observed, use a spare instead. Using defective equipment may make it difficult to effectively reprocess the endoscope, and could cause endoscope and/or equipment damage. ¦ 3.3 precleaning. If the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope." Olympus will continue to monitor field performance for this device.